Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-tf injector and the distal haptic tore during insertion. The surgeon enlarged the incision, removed the lens and replaced with same model lens. A suture closed the incision. The patient did not lose any lines of bcva post-operatively. The reporter stated likely cause was due to injector and cartridge.

Manufacturer narrative:
Results: a injector lot number search was performed for similar complaints within the search and there were similar complaints. A cartridge lot number search was performed for similar complaints within the search, and there were similar complaints.